Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump had a delivery anomaly. Customer stated that she filled the reservoir with 100 units of insulin and it only last 12 hours. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.